Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient came into surgeon's office recently with discomfort and instability in her right hip. X-ray revealed that the stryker acetabular cup was malaligned and the poly was most likely worn out. She had her hip replaced 20+ years ago where a srom stem and a stryker vitalok acetabular cup was implanted by a surgeon that was unknown. The hospital staff nor the surgeon knew who did the original surgery and have no previous records available for this patient. Surgeon replaces the srom femoral head and used a zimmer cup. The lot information for the explanted 28mm + 0 hip ball that was explanted was not legible. The lot # on the femoral stem was not legible. Affected side: right hip.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.